Event description:
The field service representative (fsr) reported during preventative maintenance (pm) of the device, the unit heats intermittently. Per the service report, this is a backup unit at the customer. Since this event was during pm, there was no pt involvement. Investigation in process, but not yet completed.

Manufacturer narrative:
This complaint was confirmed by the field service representative (fsr). Preventative maintenance was performed on the unit, which brought the unit back into manufacturer specifications. Evaluation in progress, but not yet concluded.